Event description:
Report received from the USA stating that the device ¿was running hot" during surgery. The device was being used during surgery but no patient or user injury occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by (B)(4). The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).